Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the patient's cannula had dislodged from the infusion site. A dislodged cannula could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 using the pod 5 / page 42-43 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that her blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. Her bg levels remained high throughout the duration of wear. The patient noted that the cannula was "flat against the pod" and thinks it dislodged from the infusion site while she was wearing the device. She also reported smelling insulin on her skin. To treat her elevated bg levels, she applied a new pod and administered correction boluses.